Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. After the procedure, the device was interrogated and it was noted that the atrial lead was exhibiting noise oversensing causing inappropriate automatic mode switch. The lead was reprogrammed. The patient was asymptomatic and will continue to be monitored.